Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: "hematoma, seroma, scarring, [and] infection."

Event description:
Healthcare professional reported "hematoma, seroma, scarring, [and] infection" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, red particles in the shell, deformation, crease fold. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported "hematoma, seroma, scarring, [and] infection" against left device. The device has been explanted.